Event description:
It was reported that under fluoroscopy an insulation anomaly between the rv and svc coils was observed. The inner lead cables appeared to be outside of the lead body. The measurements are within range. Later it was reported that the patient expired due to renal failure on (B)(6) 2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.